Event description:
It was reported that the devices were used during an unknown procedure. One device fired malformed staples and the other would not fire. Another device was used to complete the cases. There were no reported consequences to the patient.